Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room with a heart rate of 30 beats per minute. A technical services (ts) consultant discussed that the device might be at end of life versus a device failure. Additional information was provided that during a patient follow-up, a clinician had inadvertently programmed the device to vvi 30 during testing. The device was successfully reprogrammed to the appropriate settings for the patient. To date, there have been no reported adverse patient effects associated with this clinical observation. Additional information was provided that the device was later explanted due to normal battery depletion and was returned approximately ten months later for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.